Event description:
Material no.: (B)(4), batch no.: (B)(4). It was reported that before use of the bd¿ general use sterile hypodermic needle there was a hardened, white material on one of the sterile needle. The following information was provided by the initial reporter: verbatim: recently, it was brought to our attention by one of our patients that there was a hardened, white material on one of her sterile needles.

Manufacturer narrative:
Investigation summary: two photos were provided by the customer for investigation. One photo shows a syringe with the needle shield removed. This photo appears to show a white substance located about halfway down the needle. The second photo shows a blister pack showing the batch number associated with the complaint. Without a physical sample to analyze the foreign matter (fm) that appears to be on the needle cannot be identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 305127, batch no.: 8228988. It was reported that before use of the bd¿ general use sterile hypodermic needle there was a hardened, white material on one of the sterile needle. The following information was provided by the initial reporter: verbatim: recently, it was brought to our attention by one of our patients that there was a hardened, white material on one of her sterile needles.